Event description:
During an implant procedure, a diagnostic anomaly was observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.